Event description:
It was reported that the patient was concerned about the implantable pulse generator (ipg) shifting. The patient indicated that they had hit golf balls and noticed that the device was not sitting as smooth. Follow-up information from the clinic indicates the device may have moved a little but nothing significant and no intervention is planned. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).